Manufacturer narrative:
This report is submitted on june 27, 2023.

Event description:
Per the clinic, it was reported that open circuits were noted on 17 electrodes. The implanted device remains. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 11, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 17, 2023.